Manufacturer narrative:
A device history review was conducted for lot number 9021620. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, microscopic evaluation of the submitted device identified a small wound on the catheter tubing near the adapter head. Analysis of the manufacturing process was able to identify misalignment in the manufacturing equipment that can cause contact between the catheter tubing and the flaring pin. To address this issue our facility has notified the appropriate personnel.

Event description:
It was reported that the yel 24gax0.75in prn-qsyte y nopvc experienced leakage during use. The following information was provided by the initial reporter: it's noticed that blood leakage at the end of catheter after complete penetration and prepare to retract the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the yel 24gax0.75in prn-qsyte y nopvc experienced leakage during use. The following information was provided by the initial reporter: it's noticed that blood leakage at the end of catheter after complete penetration and prepare to retract the needle.